Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with low, but in-range pacing impedance from the right ventricular lead. An x-ray revealed that the lead also appeared to be externalized. Physician plans to continue monitoring the lead. Patient was stable after the event.